Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence on multiple cartridges. Customer changed the needle and cartridges to resolve the issue. Customer¿s blood glucose ranged from 142-148 mg/dl. In addition, it was reported that air bubbles were observed to be coming out of the cartridges. Customer changed the cartridge to resolve the issue.